Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, upon doing the leak test after complete staple line wa observed, there was bubbling at the anatomoses. No sizers were used in this event. To resolve the issue, they oversew the staple line/anastomosis. Surgical time was extended for 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, upon doing the leak test after complete staple line wa observed, there was bubbling at the anatomoses.